Event description:
Bayer has sent out a windows 10 software update that was "pushed". Also during this time, a generator test was scheduled. The bayer certegra work station was shutdown and was restarted after the generator test. When the bayer certegra work station booted up, it comes up with a message "your pc ran into a problem and needs to restart. We'll restart for you". The system then reboots and displays the message again causing an endless loop and rendering the injector useless. Upon initial inspection from our team, it appears the windows 10 update may have caused some sort of disconnect with some of the drivers. With both of the hospital CT's certegra work stations down, a message was sent out to clinical staff indicating the hospital is unable to perform cta exams. This includes cta head, neck, chest or abdomen. If the patient is a MRI candidate, mra may be a viable option. Manufacturer response for injector, contrast, bayer medrad stellan w/certegra work station (per site reporter). Service call was made to mfg and we will be notified on any updates as soon as possible. Our injectors are down for over 24 hours as time of this submission. Manufacturer response for injector, contrast, medrad certegra injector (per site reporter). Call was made to bayer. Case number was given. The manufacturer informed hospital they are working on the issue and will update as soon as possible.